Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw,wiper seal. Rear case,handles affected by syr/pca plastics recall 2020-dom replaced rear case, handles. Calibrated. A review of the device history record showed the device had a manufacture date of 01 dec 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage of the claw large 8110-8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for syr gripper.

Event description:
It was reported that the device had a broken claw. There was no patient involvement.

Manufacturer narrative:
This file is determined to be not-reportable.

Event description:
It was reported that the device had a broken claw. There was no patient involvement.